Manufacturer narrative:
(B)(4). Date sent: 2/14/2025. D4 batch #: c9dw61. Corrected data: d4 UDI #. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. The device was disassembled to inspect internal components for evidence associated with the leaking issues and no anomalies were found. The device was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch c9dw61, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. D4 batch#: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic procedure for uterine malignant tumor, the cut button worked properly, but the device did not energize or not energize about coagulation. Eph02 was replaced with the same device. No pieces were fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.